Event description:
Bbraun cstd leak. We have notified the manufacturer of this issue and it continues to take place. They have identified the affected lot but continue to distribute affected lot. FDA safety report ID #(B)(4).